Event description:
It was reported that the patient's pacemaker was explanted due to an unknown malfunction on (B)(6) 2022. The patient's status was unknown.

Manufacturer narrative:
The reported event of unknown malfunction was not confirmed. As received, a device was returned for analysis. Final analysis did not identify any anomalies.